Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2023.

Manufacturer narrative:
This report is submitted on january 31, 2023.

Event description:
Per the clinic, the patient experienced an infection which leads to extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). There are plans for skin revision surgery ; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to perform a skin flap rotation surgery. During the procedure, the device indicated tip foldover. The device was explanted during the same surgery. There are plans to reimplant the patient with a new device however, this has not occurred at the date of this report. This report is submitted on february 28, 2023.